Event description:
A healthcare worker experienced a pain with whitening of the skin to the index finger tips from a completed cycle. The worker noted moisture on the inside and the outside of the tubing and touched it with his finger. The worker rinsed the contact area under water and did not seek medical intevention. The symptoms resolved within one day. The vaporizer plate was not in place.